Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility that the device started to run on its own as soon as it was plugged in. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.